Event description:
In review of a patient's clinic notes, it was noted that on 11/09/2010 the doctor stated that in the "last 6 months" the patient's seizures were harder to control, and they were "worsening." The vns was not interrogated at this time. Also on (B)(6) 2011, the device was found to be at end-or-service. Consequently, the patient will likely be sent for a replacement surgery due to the end-of-service (eos) condition, but it is unknown if the increase is related to eos. A review of the manufacturer's programming history showed last known diagnostics on (B)(6) 2008. A normal mode diagnostics was performed on this date and results were within normal limits with a dcdc code of 3. Eos was "no" at this time. Good faith attempts to gain more information have been unsuccessful to date.